Event description:
On (B)(6) 2013, the reporter contacted animas alleging that for the past week the patient had been experiencing elevated blood glucose (bg) over 500mg/dl with moderate lethargy, moderate headaches, and trace ketones. Customer technical support reviewed the pump and found all settings and histories to be correct. The insulin on board (iob) feature was found to be off, and the reporter then turned the iob feature on. Basal and bolus amounts added up correctly upon review, and there were no alarms associated with the elevated bgs observed in the pump history. No defects were found with the pump during troubleshooting. The patient had reportedly continued using the pump for basal delivery and was taking boluses by injection. The reporter noted that the patient has low thyroid and was taking synthroid. The patient¿s healthcare provider (hcp) requested the pump be replaced despite troubleshooting showing no pump defects. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy, and based on the hcp¿s request to replace the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: a review of the total daily dose history showed incongruent dates, changing from (B)(6) 2013 to (B)(6) 2013. There was no data in the black box from the time of the incongruent dates for review die to continued pump use. Daily insulin delivery totals appeared inconsistent due to the incongruent dates. The pump successfully completed a rewind, load, and prime sequence during testing. The pump passed flow accuracy testing and was found to be delivering within required specifications. The pump appropriately maintained the time and date settings during investigation. The complaint could not be confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.